Manufacturer narrative:
Additional information: b3, h6, h10. Additional information received that there was no patient involvement.

Manufacturer narrative:
Device evaluation: returned device was received with damaged lens and dso seal bubbled. Evidence of reported problem in event log was found. During the evaluation of the device the ail sensor non responsive. The customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received that a smiths medical pump kit, cadd-solis vip, mdl 2120 had a alarms air in line alarm. No adverse patient effects were reported.